Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2018. During the procedure, the drain was broken when trying to remove the drain from the patient¿s body before closing the surgical wound. The surgeon commented that he might have pulled the drain too strongly. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Actual device received, broken. The drain broke following some damage in this area which happened during use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.